Manufacturer narrative:
Article citation: dai, r., sorin, v., pooyan, a. Et al. Breast implant associated anaplastic large cell lymphoma. Radiographics. Cases from the cooky jar; vol. 45, no. 7. Jul/2025; 1-2 the event of lymphoma - alcl - suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: lymphoma - alcl - suspected (markers of cd30+ and alk- not reported; "enlarged axillary lymph nodes¿; ¿large fluid collection¿; "abnormal skin thickening with suspicious mass", and "multiple fluorodeoxyglucose (fdg)¿avid lobulated masses surrounding a low-attenuation non¿fdg-avid fluid collection and pronounced fdg-avid lymphadenopathy"

Event description:
Literature review titled "breast implant-associated anaplastic large cell lymphoma¿ reported "bia-alcl, enlarged axillary lymph nodes measuring up to 3.7 cm and large fluid collection", "abnormal skin thickening with suspicious mass", and "multiple fluorodeoxyglucose (fdg)¿avid lobulated masses surrounding a low-attenuation non¿fdg-avid fluid collection and pronounced fdg-avid lymphadenopathy". Histopathological markers cd30+ and alk- have not been received, hence the report of alcl has not been confirmed. The manufacturer of the device is unknown. This record is for the right side. Device status unknown.